Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor and could not be calibrated. It was indicated that the connection between the overlay and printed circuit board (pcb) required reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor and could not be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.